Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1:(B)(4) parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp solution set leaked. During an unspecified infusion, "central line infusion tubing was noted to be leaking at the y port". The event occurred in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.